Event description:
During testing at the user facility, the fluid shield was found to be damaged and fluid spillage was noted. The device was returned to the biomedical department with a note indicated, alarms malfunction n184 (negative proximal occlusion a non-delivery). No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing at the user facility, the fluid shield was found to be damaged and fluid spillage was noted. This report represents all the information known by the reporter upon query by hospira personnel.